Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported changing pump supplies every 4-5 days. Customer was instructed to change supplies every 2-3 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was over 300 mg/dl at time of event.